Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display and on the keypad.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings:the keypad was intact; no peeling or damage was observed. A leak test was performed and a leak was found at a crack in the pump case. The complaint of the under responsive up arrow, down arrow and ok keypad buttons was not able to be fully investigated due to the display being blank. The keypad cover was removed and no evidence of contamination was found under any button contacts. The pump case was removed and evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.